Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The pencil was plugged into a ohm test box and the pencil activated satisfactorily. The pencil was flexed and manipulated, no self activation occurred. The pencil was subjected to a saline splash test with satisfactory results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the pencil activated without the activation button or switch being pushed. There was a burn on patient's abdomen and was dressed as a treatment.